Event description:
It was further reported that the mustang balloon was inflated 8 times (atms were as follows: 24/26/26/26/8/26/26).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the mustang balloon was inflated 8 times (atms were as follows: 24/26/26/26/8/26/26).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 19mm distal to the distal end of the proximal balloon sleeve. A visual and tactile examination of the shaft of the device found no anomalies. The single lumen shaft was flattened not allowing the passage of a 0.035 inch mandrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the rated burst pressure for this device was exceeded. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was a loop shape and was in a previously implanted non-bsc graft anastomosed between the non-calcified and moderately tortuous cephalic artery and basilic vein. There were three lesions in the graft and one at the anastomosed portion in the basilic vein. A unknown 6f sheath was inserted and an unknown guide wire was advanced. This 6.0 x 40, 75cm mustang balloon catheter was then inserted into the body. The mustang balloon was inflated two times at the cephalic artery and twice at the basilic vein anastomosed area. During inflation, it was noted that the balloon inflated in a curve (shaped like a banana). The balloon was removed from the patient and the procedure was completed with this mustang balloon catheter. No patient complications were reported and the patient's status is good. After the procedure, the physician checked the balloon catheter. The distal balloon shoulder was "not smooth but bumped" and the balloon ruptured.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).